Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred and subsequently, a cartridge alarm (alarm 1). The customer's blood glucose level was 261 mg/dl. The customer changed the cartridge to resolve the issue.